Event description:
It was reported that there was a separation between the female connector and the main body of a mnicap transfer set. This occurred after use of the device for peritoneal dialysis therapy; when the patient disconnected from the patient line after dialysis. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The female connector and the main body were twisted by hand to check for solvent bonding with no issues and no component separation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.